Event description:
The customer was in the process of installing a new box of diluent for the celldyn ruby analyzer. The box slid from his hands when he was placing it over the counter. The customer stated that his shoulder was injured. Further information indicated that the customer was not sure if it was a box of diluent or a box that the customer used for liquid waste. The customer went to see the doctor and the following treatment was given: painkiller by IV - dipyrone and betamethasone ice to area. Nsaid's and acetaminophen were prescribed. 3 days of temporary disability were prescribed.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer reported a personal injury that occurred when placing a diluent/sheath reagent box on the counter top. The box slid from his hands when he was placing it on the counter, injuring his shoulder. Medical treatment was received for the injury. Further information indicated that the customer was not sure if it was a box of diuent or a box that the customer used for liquid waste. No additional information was given regarding the event, including the lifting technique used. Additional follow-up from customer service confirmed that they could not determine the type of box related to the injury event. Customer complaint data was reviewed and no adverse trends or abnormal complaint activity was identified. The cell-dyn ruby operations manual was reviewed and was found to adequately address the issue. The customer was referred to section 8, hazards, of the cell-dyn ruby system operator's manual, the cell-dyn ruby reagent containers are heavy when full. Use proper lifting techniques to reduce the risk of injury when handling the containers. In addition, per section 7, keep the tops of the reagent containers lower than the bottom of the analyzer. The investigation did not identify a malfunction / deficiency.